Manufacturer narrative:
Device was evaluated. The joystick was found to be non functional. Joystick was replaced and the device functioned as designed. Refer to returned product. (B)(4)

Manufacturer narrative:
Device evaluation is anticipated but not yet begun.a follow up report will be submitted upon completion of investigation.

Event description:
The customer alleges he was thrown from the power chair and landed on the joystick. The injuries sustained were not disclosed; the customer required hospitalization.

Event description:
The customer alleges he was thrown from the powerchair and landed on the joystick. The injuries sustained were not disclosed; the customer required hospitalization.